Manufacturer narrative:
(B)(4). A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. The sample was returned for evaluation. A visual exam was performed and no obvious defects were observed. Both the clear cuff and the blue cuff were inflated to 25mbar with a calibrated endotest. The pressure in the clear cuff dropped rapidly while the blue cuff maintained pressure. The sample was then immersed in water and air bubbles were observed coming from the clear cuff, indicating a leak. The leak point was identified and examined under 20x magnification. A cut mark was detected on the cuff. Based on the investigation performed, the reported complaint was confirmed. Since the failure was detected prior to sue during testing, the failure could be induced during manufacturing. A non-conformance was raised to address the root cause and correction.

Event description:
The customer alleges that the cuff does not maintain the pressure.

Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges that the cuff does not maintain the pressure.